Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod between 4 and 24 hours on the arm the patient's site was irritated, itchy and infected. The patient believes that it was the cannula that is causing the irritation. His blood glucose reached between 30 to 35 mmol/l (541 to 631 mg/dl). He was taken to the hospital and upon arrival he was provided antibiotics and insulin for his site infection. He was kept overnight and was released from the hospital around lunchtime. There were 4 sites involved please see (B)(6). Attempts were made to reach the patient to obtain additional information about the event, but there was no answer, so a voice message was left to call us back.